Event description:
It was reported that a catheter issue occurred. The opticross hd was selected for use. During preparation, flushing was difficult and a bubble rose up. The procedure was completed with another catheter. There were no patient complications.